Event description:
It was reported that the pacemaker exhibited changes in pace impedance measurements on the non-boston scientific right atrial (ra) lead. There were no stored episodes with noise. However, it was noted that the presenting electrogram (egm) displayed atrial undersensing due to blanking period programming. Which led to inappropriate atrial tachycardia response (atr) episodes. Continue monitoring was recommended. At this time, this product remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).